Event description:
It was further reported that this pt returned approximately three months after the index event with a new severe stenosis in the proximal anterior descending. It is hypothesized that this was a hyperplastic response related to guiding catheter trauma. The pt underwent a subsequent cypher stent procedure. They did well.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician had pretreated a small diagonal vessel using a cutting balloon to prevent closure during stenting with taxus express2 of the parent lad. He then successfully placed a taxus express2 drug eluting stent (size unknown) in the lad. He then predilated a distal in-stent restenosis lesion in the distal lad, a relatively small vessel, with a maverick balloon without any difficulty. The physician then proceeded to deploy a taxus express2 2.5 x 20 mm drug eluting stent to 8 atms due to the small size of the vessel. After deflating the balloon he attempted to remove the taxus balloon from the stent, only to find that it was stuck in the stent. He tried slow deflation, re-inflation; then re-inflation to 12 atms, then 14 atms. He tried to pull the guiding catheter back into the aorta (away from the 40% left main lesion) to pull even harder, but the balloon would not come loose. He then advanced the guide through the diseased left main and eventually placed it in the distal taxus stent and vigorously pulled the balloon out of the stent. The pt was having crushing chest pain due to the left main lesion. The guiding catheter dissected the left anterior descending just proximal to the distal taxus stent, forcing placement of a cypher stent to treat the dissection. The left main appeared angiographically unharmed. Once the guide was removed from this area, the coronary blood flow improved. The pt is reported to be doing well.